Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03-mar-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241ml, flow rate: 5ml/hr, procedure: unknown, cathplace: unknown. It was reported the "patient called pharmacist to let them know that the pump infusion was complete," the pump infused over 23.5 hours instead of the scheduled 72-hours." The patient was admitted into the hospital, but the pharmacist was unaware of what symptoms were experienced. The patient is receiving an antidote while in the hospital.

Manufacturer narrative:
The device history record for the reported lot number 30163048, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The device was evaluated and the investigation determined the device was within specification. The reported fast flow was not experienced during the flow accuracy testing and pressure pot testing. There was an obvious leakage at the filter and the filter was removed prior to flow accuracy and pressure pot testing. Root cause could not be determined. All information reasonably known as of 15-apr-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.